Event description:
It was reported that the valve was not functioning properly.

Manufacturer narrative:
The returned valve was patent and passed reflux testing. It met all specifications for pressure-flow and preimplantation testing. The valve showed no signs of occlusion. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.